Event description:
Pt in operating room for mitral valve repair with neochord resuspension of p2 leaflet and complete ring annuloplasty with edwards lifesciences 30 mm physio ii ring, complete left-side maze operation with atricure radiofrequency ablation and cryo technique, and amputation of atrial appendage. Prior to implantation, it was discovered the packaging lot number of the implantable prosthetic annuloplasty ring did not match the number on the implant tag - packaging lot # 2354443, device tag lot # 2354433. Surgeon and rep notified immediately. Model and size matched and only one of each size is stocked so decision was made to proceed with implantation of the ring. There was no harm to the pt who tolerated the procedure well and was discharged (B)(6) 2011.